Manufacturer narrative:
The complaint investigation for the observed potential false depressed cea result included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Performance of reagent lot 10428fn00 was evaluated using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 10428fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Trending review determined no trends were identified for the issue for the product. Device history record review on lot 10428fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect cea assay, lot number 10428fn00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased architect cea result for a patient. The patient was tested previously and generated a cea result of 50 ng/ml. On (B)(6) 2020, the patient sample was tested on the architect i2000sr analyzer and generated a result of less than 0.5 ng/ml. The patient sample was then repeated on the alinity I platform and generated a result of 61 ng/ml and repeat result of 61 ng/ml. Then the customer repeated the sample back on the architect i2000sr analyzer and generated a result of 56 ng/ml. There was no impact to patient management reported.